Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was blood splatter or leakage from the deice other than the insertion tip. The following information was provided by the initial reporter: please see below the feedback I have received from nhs lanarkshire "the same treatment room has reported other issues with sku - 074662-eclipse with pre attached holder 21gx1.25 368650 lot is 2326760 exp - 30/11/2025. When the phlebotomists have the needle in the patient's arm sometimes the blood is leaking out around the tube and bottle and running down their arm. One of the staff just called me through to see as it has just happened again and the plastic vacutainer had blood in it, the bottles were covered in blood and we also noticed when the bottles were sat down the blood was still bubbling out of the rubber cap. We managed to clean them up as the patient had left but obviously, we would like this to be raised as a health and safety concern."

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was blood splatter or leakage from the deice other than the insertion tip. The following information was provided by the initial reporter: please see below the feedback I have received from (B)(6): "the same treatment room has reported other issues with sku - 074662-eclipse with pre attached holder 21gx1.25 368650 lot is 2326760 exp - 30/11/2025. When the phlebotomists have the needle in the patient's arm sometimes the blood is leaking out around the tube and bottle and running down their arm. One of the staff just called me through to see as it has just happened again and the plastic vacutainer had blood in it, the bottles were covered in blood and we also noticed when the bottles were sat down the blood was still bubbling out of the rubber cap. We managed to clean them up as the patient had left but obviously, we would like this to be raised as a health and safety concern.".

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.